Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. The patient was referred to the clinic. Further information was received that this system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device remains in service.